Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a premature ventricular contraction ablation procedure using an 8f sheath. Reportedly, when the guide wire was pulled out for prostyle deployment, there was some bleeding in the groin. Another physician held pressure while the prostyle was deployed. The prostyle successfully achieved hemostasis. Post procedure, the patient went to a clinic with pain in the groin. A pseudoaneurysm was observed. No other information is known by the facility where the procedure was performed. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of pseudoaneurysm and pain are listed in the prostyle instructions for use as potential adverse events associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B2: outcomes attributed to ae: hospitalization added. H6: health effect - impact code 4641 was removed.